Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.

Event description:
During service for an unrelated issue the manufacturer's field service engineer (fse) reported the device failed to power up. No patient involvement. The fse replaced the power supply to correct the finding. The device passed all applicable testing.